Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The lesion was located in the right coronary artery. The physician predilated the lesion with a 2.5x15mm maverick balloon and deployed a taxus atom drug eluting stent. The physician then attempted to advance a 2.50x12mm taxus liberte' drug eluting stent, but could not advance past the placed stent. The stent delivery system was advanced several times in an attempt to cross the previously placed stent; however, the taxus liberte' would not advance. Upon withdrawing the device, the physician noticed that the stent had dislodged inside the patient. The physician attempted to locate the dislodged stent using fluoroscopy of the entire body but was unable to locate the stent. The procedure was completed at this point. No further patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.